Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three patient samples tested on the cobas integra 400 plus. The initial results were not reported outside of the laboratory. The patient samples were rerun on their other analyzer. Sample 1: the initial result was from the analyzer 168.2 mmol/l. The repeat result from the other analyzer was 139.0 mmol/l. Sample 2: the initial result from the analyzer was 174.8 mmol/l. The repeat result from the other analyzer was 139.0 mmol/l. Sample 3: the initial result from the analyzer was 158.8 mmol/l. The repeat result from the other analyzer was 139.0 mmol/l..

Manufacturer narrative:
The serial number of the cobas integra 400 plus is (B)(6). The customer recalibrated the ion-selective electrode (ise) module. The results showed instability. They then cleaned the mixing tower; and replaced the ise rack reagents, direct calibrator, and probe. They also checked and activated the electrodes; and conditioned the ise tubing. The customer recalibrated with successful results. The investigation did not identify a product problem. The cause of the event could not be determined.